Event description:
At the conclusion of a tympanoplasty, desquammation of the superficial layer of epithelium on a portion of the posterior pinna was noted. A reaction to a topical preparation (providine-iodine) was considered. A similar reaction was noted in the subsequent patient> it was determined the next day that the patients had not been prepped with the same product. It was then determined that the surgeon had used the same operative microscope in both cases. This was used at a focal length of 300 mm and a light setting of 6. Time from incision to closure was approx 1 hour and 15 minutes. The patient was seen in the surgeon's office the day after discharge and was referred to a plastic surgeon were pt was treated for a possible second degree burn. April 2005 it was learned that the burn was likely a third degree burn. Leica representative evaluated microscope in 4/05. The patient was admitted to a hospital two days later for surgical debridement, skin grafting and antibiotic therapy.